Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving a glucose result of 108 mg/dl on their freestyle blood glucose monitor. During the course of troubleshooting with adc customer service, it was discovered that the unit of measure was set to mmol/l instead of mg/dl. There was no report of death, serious injury or mistreatment associated with this event.